Event description:
As reported for this event by the customer, an e315 scope communication error was received for the device, and there was no image. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that switch unit is cracked. Switch 1 is cut. The damage is likely caused due to stress from user handling. Switch 3 and 4 are not working. The printed circuit board of the switch is short circuited due to water invasion. The device has leakage from the bending control unit. In addition, there are cracks in the adhesive on distal end rubber coating (a-rubber), pinhole on a-rubber, chips and scratches on the lenses, boot has scratches and will not open, insertion tube has scratches not catching cotton, light guide tube has scratches and peeing. Bending control unit tabs and light guide bundle is okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.